Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1024735. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd secondary set c61 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: chemotherapy drug leaked out from the tubing after chemotherapy.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary set c61 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: chemotherapy drug leaked out from the tubing after chemotherapy.